Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure the iol got stuck in incision site and unfortunately damaged during extraction from eye. Procedure was completed with new lens. Additional information has requested and received.

Manufacturer narrative:
Correction information provided in h.6. (Previously reported device codes 2339 submitted in error). The product was returned for analysis. Iol returned pressed against one(1) post of the lens case base. Solution is dried on both surfaces of the optic and haptics. One haptic is adhered to the optic surface in a folded position. Both haptics are intact. The optic is scratched/marked-rejectable. The iol met specifications when dimensionally measured for edge thickness and plan view. The complainant states the use of a non qualified combination: injector, cartridge, viscoelastic. The root cause for the reported complaint could not be determined. It was reported that the iol was stuck in the incision and damaged upon the iol removal. The use of non-qualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).